Event description:
I was tested for covid-19 as a pre-surgery requirement. That test came back positive but that result was hard for me to accept as I have been overly anal regarding all mitigation guidance and I had 0 symptoms. My significant other, (B)(6), had to quarantine also impacting his job. The thermofisher taqpath covid-19 combo test is a real-time pcr assay designed for the qualitative detection of sars-cov-2 (covid-19) nucleic acid. (B)(6) md with (B)(6) in (B)(6) performed this test. I went to the FDA web site and found this: https://www.FDA.gov/medical-devices/letters-health-care-providers/risk-inaccurate-results-thermo-fisher-scientific-taqpath-covid-19-combo-kitletter- clinical which has a warning regarding false positives. I did not believe the test was accurate. I decided on saturday, october 10th, to get retested. (B)(6) and I tested at 2 alternative locations. The results received from the these tests were all negative. Confirming the false positive from the thermofisher test. My surgery has been canceled due to the false positive from the thermofisher test as surgery was scheduled for october 13th and the theda care staff seemed to be un-educated/aware of the guidance given in this document: https://www.FDA.gov/medical-devices/letters-health-care-providers/risk-inaccurate-results-thermo-fisher-scientific-taqpath-covid-19-combo-kit-letterclinical regarding false positives. Everything had been delayed, needs to be rescheduled and is very concerning and disappointing. My surgery is very important lower back fusion which requires 2 surgeons schedules. FDA safety report ID# (B)(4).